Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer reports the doctor was having issues with the handle becoming too hot to hold. No harm done. No further information available.

Manufacturer narrative:
10/14/15 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - breast retractor returned not showing any unusual markings. The breast retractor returned in used condition with scratches. There is discoloration on the handle. This type of damage is typically the result of improper processing. Device history evaluation - DHR completed with all available history. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the gold finish is worn on the handle of the retractor. With out knowing the light source; are unable to reproduce complaint. The complaint has been unconfirmed; could not duplicate reported incident.